Event description:
It was reported in the patient¿s medical records that the patient presented to surgery with post laminectomy syndrome and lumbar degenerative disc with stenosis at l5-s1. The patient underwent a procedure for posterior spinal fusion l5-s1 with non-segmental instrumentation l5-s1, local bone graft and rhbmp-2/acs. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2012 patient underwent the following procedures: 1. Posterior arthrodes l5-s1 2. Non-segmental spinal instrumentation l5-s1 3. Local bone autograft preoperative diagnoses: 1. Post laminectomy syndrome, l5-s1. 2. Lumbar degenerative disease, l5-s1. 3. Lumbar spinal stenos, l5-s1. As per op-notes: the surgeon completed the decompression, the orthopedic spine team reentered the case for placement of the rods and bone graft. The 40 mm rods with set screws were placed. Compression was performed and the screws were torqued appropriately. The wound was irrigated with copious normal sterile saline. The burred bony surfaces of the tp, were exposed and rhbmp-2 was placed along the tp's along with abundant local bone which had been harvested from the laminectomy. This was done bilaterally. The drill sac was then inspected. Val salvo maneuver was performed. No evidence of csf leak was noted. Hemostasis was obtained with floseal. No patient complications were reported.